Event description:
After additional review, it was noted that the patient was going through withdrawal and had been given lortab as an oral painkiller.

Event description:
It was reported that there was audible pump alarm. The patient heard a beep from the pump on the date of this report. No telemetry performed. The patient's last refill was on (B)(6) 2011 and she was told if no adjustments was made, it might last until the end of (B)(6) 2012 or (B)(6) 2012. The medical doctor was not comfortable filling the pump. The patient had an appointment to see a new medical doctor on (B)(6) 2012. It was later reported that the alarm heard and confirmed by telemetry. When the patient went to her appointment, the nurse interrogated the pump and reported that the pump had 1 ml of morphine left. On the patient's last refill ((B)(6) 2011), the pump had 2 ml of morphine. The nurse did not fill or made any adjustment to the pump. It was noted, the single tone alarm had been sounding off every hour since (B)(6) 2012, and now there was the double tone alarm which went off more frequently. The patient was feeling irritable, shaky, nausea, and sweating; she needed the fan all the time. The patient was given oral medications to control nausea. Additional information received reported that the patient had the pump removed due to being empty and "no one will fill" per patient. The patient outcome was noted as recovered without sequelae. The device was used to deliver morphine.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter (distal portion) found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments. Analysis of the (unknown) sc connector found a non-significant indent in the seal. This did not affect infusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath serial# unknown, product type catheter product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.